Event description:
A tandem mobi cartridge alarm was reported during the load process of the pump, confirmed as cartridge alarm 30. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was guided through the process of returning the faulty pump using a pre-paid label and was informed about handling the replacement pump upon its arrival.